Event description:
The manufacturer received report regarding a dreamstation auto CPAP. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
The manufacturer received report regarding a dreamstation auto CPAP. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were 32 errors found. During the evaluation, secondary findings were observed. The third-party center concludes that they could not confirm the customer's allegation and there were no visible foam and unit got corrected. Evaluation method code grid, evaluation results code grid and conclusion code grid have been updated.